Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data showed an occlusion alarm on (B)(6) 2014 due to high force and delivery had resumed after pump was primed about an hour later. Black box also showed a last basal delivery on (B)(6) 2014 and a last bolus delivery on (B)(6) 2014, before and after the event date respectively. The alarm history did not show any alarms not pertinent to normal patient use. The total daily delivery correctly reflected the programed basal rate and boluses, indicating that the pump was delivering accurately until the last date used. On investigation, the pump powered up and functioned properly. All the buttons responded as expected. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within required specifications. The bolus delivery exercises were completed and recorded correctly. The reported inaccurate delivery issue was not verified in the black box or duplicated in the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced a hyperglycemic event due to inaccurate delivery issue. Reportedly, the patient had elevated blood glucose (bg) reading since (B)(6) 2014 and on (B)(6) 2014 the patient¿s bg reading was over 500 mg/dl with vomiting and nausea. It was reported that the patient was admitted at the hospital and unspecified treatment was administered in the emergency room by the medical personnel. The pump was removed from the patient and the patient was released from the hospital the next day. The patient had discontinued pump therapy at the time of the call. Customer technical support (cts) reviewed the event with the reporter. The reporter stated that the inaccurate delivery issue started when they received the pump about a month ago and that the patient¿s bg has been elevated since. The reporter declined to continue troubleshooting because they had lost confidence with the pump and no additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event requiring hospitalization related to an alleged inaccurate delivery issue with the pump of unknown cause.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.